Event description:
An all purpose drainage catheter was used for a therapeutic abscess drainage. During the procedure, the catheter broke off in pieces inside the pt's abdomen. It was originally thought that the pt would go to surgery to have fragments removed. However, due to illness from a pre-existing condition, the add'l procedure was cancelled. The case was completed with another device.